Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported by a sales representative (sr) that the programmer would not interrogate a device. The sr placed pressure on the radio-frequency (rf) head connector and was then able to complete the interrogation. The sr stated that the rf head connection was bad, and the programmer would be returned for service. No patient complications have been reported as a result of this event.